Event description:
The customer reported failing system test, 30 psi and approximately 1 cubic centimeter of clear fluid leaked inside the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer stated that the 30 psi pressure was shifting and generating 'pressure' errors. The customer was troubleshooting the 30 psi failures when the operator mistakenly disconnected the sweep flow tubing from the instrument. Clear liquid leaked on the operators' hand and inside the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
The fse observed the sweep flow line tubing to sweep flow check valve came off (detached) and leaked inside the instrument. The fse reattached the sweep flow line tubing, resolving the leak. The fse was unable to reproduce the 30 psi issues. The issue had been resolved when the customer adjusted the pressure. However, the customer did not provide specific information as to how the pressure errors were resolved. The fse observed the diluter card and the solenoid manifold #1 had damaged by the leak. The fse replaced the solenoid manifold and the diluter card and the instrument performed without any leaks or errors. The repairs were verified and the instrument was returned to normal operation. (B)(4).